Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
After inserting the sheath in the left atrium, information received by medtronic indicated that there was air ingress during aspiration of the sheath. After the sheath was replaced, the physician continued the procedure and did a radiopaque angiography with a non medtronic device. During the representation of the rspv, small air bubbles were introduced in the left atrium. The physician continued the procedure with this sheath. He aspirated the bubbles with a luer lock syringe. There were no patient symptoms or complications post procedure; the patient had no neurological events and no deficits. After the procedure, the patient was awake and spatial, temporal, situational and person-oriented. He was able to move all extremities and had no signs of a stroke. Device 2 of 2, reference MFR report: 3002648230-2015-00067.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. The reported air ingress during aspiration was reproduced with flexcath advance (B)(4). Air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.